Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with vancomycin injection 1 gram in one bag intraperitoneally (duration not reported) and meropenem injection 1 gram in one bag three times a day intraperitoneally (duration not reported) for the peritonitis event. Antibiotic treatment was advised to continue for fourteen days, but specific date(s) of duration were not reported. It was not reported if dianeal and extraneal therapies were ongoing. The patient was recovering from the peritonitis, was doing well, peritoneal effluent fluid was clearer than before, and the patient was improving from the event. No additional information is available.